Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the ventricular output connector was broken and the display was missing pixels. It was also noted that the upper and lower cases were contaminated, the ring cover was contaminated, the lead flex cover was contaminated, the battery contacts were compressed, the ring was bent, the battery drawer and o-ring were contaminated and the keyboard was scratched.

Event description:
It was reported that the ventricular output connector on the external pulse generator was damaged and unusable. It was further reported that there were lines in the lower liquid crystal display (lcd). The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the ventricular output connector was broken and the display was missing pixels. It was also noted that the upper and lower cases were contaminated, the ring cover was contaminated, the lead flex cover was contaminated, the battery contacts were compressed, the ring was bent, the battery drawer and o-ring were contaminated and the keyboard was scratched.